Event description:
It was reported that the atrial lead showed far field r-waves (ffrw) on the a (atrial) channel during a ventricular fibrillation (vf) episode. It was noted that there was an appropriate shock for vf with appropriate termination. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 implantable tachy lead - implanted (B)(6) 2004. (B)(4).